Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched case and minor scratched lcd window.

Event description:
Customer reported she was having high blood glucose of 406 mg/dl. Customer stated troubleshooting has been done on the device and it passed. Customer does not feel safe with the device. Customer does not recall any significant events leading to the issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.